Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reports that they need assistance with a speaker error. The customer reported that the mp30 showed a speaker malfunction message. There was no allegation of an adverse event or any patient or user harm.